Event description:
Event description cpi received information that this selute picotip lead was repositioned due to loss of capture. The lead was also exhibiting high impedance measurements. After the repositioning the lead measurements were consistent with implant values.